Event description:
During ablation procedure, a convoy wire had just been advanced into the patient's groin. Convoy wire core had become disconnected from coil of the wire. Cardiologist found core of the wire and used hemostat to secure it in place as he removed the wire from the patient's groin. The wire was removed intact no harm to patient.